Event description:
A filter did not open after deployment. A second filter was successfully placed with no patient complications. This device remains implanted. Therefore, no engineering evaluation will be available.co's directions for use state: "do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."